Event description:
User reported issues with battery depletion due to a continuous glucose monitor error. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.